Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for high impedance occurring for the right ventricular (rv) coil on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.